Manufacturer narrative:
Date recv'd by MFR: 28nov2019. The service engineer replaced the alarm light assembly and touchscreen to address the reported issues and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/26/2019.

Event description:
It was reported that the ventilators touchscreen had a fault. Additional information about the reported event has been requested. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 26sept2019. The service engineer (se) inspected the device. The se found confirmed the reported issue and also found an alarm lamp failure. The se reported that only a visual alarm was present and no audible alarm was heard for the alarm lamp failure. The se ordered a touchscreen, power switch overlay and power management board to address the reported issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.